Manufacturer narrative:
Concomitant medial products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that patient had high impedances that are affected by positional changes. There were no known causes. Reprogramming was attempted but paresthesia coverage was not accurate. A lead revision was planned for (B)(6) 2020.